Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that cam-lobe was significantly bent and abrasions and scratches on the implant and spindle. In addition, a damaged pivot pin and detached cam-lobe was observed. This damage to the spacer indicates the break was due to deployment against resistance. A labelling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.